Event description:
Boston scientific receiving info that this right atrial lead dislodged two days post-implant as confirmed by chest x-ray. The pt underwent a revision procedure, during which the lead's suture sleeve was found to be in two pieces. The lead was subsequently repositioned and found to have dislodged again prior to pocket closure. The lead was successfully repositioned upon the physician's second attempt and the pocket closed. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.